Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter became stuck with an implanted stent. Another manufacturers' stent was implanted in the proximal left anterior descending (lad) artery. The physician used this atlantis sr pro² intravascular ultrasound (ivus) diagnostic catheter to perform post stent deployment imaging. Resistance was encountered while pulling back the catheter through the deployed stent. Imaging did reveal that the stent was not fully expanded or well apposed. During imaging, the ivus catheter became stuck at the proximal end of the stent. After approximately 30 minutes, the physician was able to remove the ivus catheter from the stent without using excessive force. It was noted that the stent was flared, which may have caused the catheter to become stuck. The stent was post-dilated resulting in good apposition. The diagnosis was completed with another atlantis sr pro ivus catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).